Manufacturer narrative:
Block b3: exact date unknown, event occurred in sometime in 2021.

Event description:
It was reported that patient had an explant procedure due to an unknown reason. No further information has been obtained.

Event description:
It was reported that patient had an explant procedure due to an unknown reason. No further information has been obtained.